Manufacturer narrative:
The technician found corrosion and possible some type of liquid. The technician replaced the caregiver interface board assembly to resolve the issue.

Event description:
Technician alleged that the bed is not communicating no lights on the caregiver interface board. No patient impact.